Event description:
It was reported that during a superion indirect decompression system implant procedure the set screw portion of the implant broke. The broken implant was replaced, and the procedure was completed successfully. The broken implant was retained by the facility and was not returned to bsc.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and the spindle was found to be outside of the main body. This damage to the spacer indicates failure was likely due to deployment against resistance, such as, bone, and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during a superion indirect decompression system implant procedure the set screw portion of the implant broke. The broken implant was replaced, and the procedure was completed successfully. The broken implant was retained by the facility and was not returned to bsc.